Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 990193 and lot number 0303121. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect and all quality tests were found to be within specification. To aid in the investigation, two photos of x-rays were provided for evaluation by our quality team. The x-rays show a human leg and was appears to be a piece of metal inside the leg. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed, but without a physical sample investigation a probable root cause could not be offered. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle pulled out of the hub while injecting the acwy anti-meningitis vaccine and remained in the child patient's left thigh. An x-ray was performed to locate it inside the patient's muscle, and he was taken to the emergency room. A child surgeon removed the needle through surgery and the help of an image finder. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2021, the patient attended to the clinic to receive the meningococcal anti-meningitis vaccine acwy and the meningococcal anti-meningitis b vaccine. The acwy anti-meningitis vaccine was applied to the anterolateral region of the left thigh. After application, the patient's father was asked to reposition the child to perform the anti-meningitis b vaccination, in the anterolateral region of the right thigh. With the child positioned. Professional performed the introduction of the needle, aspirated to certify that he had not taken any blood vessels and injected the product. When removing the needle, it was found that it remained inside the child's thigh. Immediately, the patient's father was asked to look around to see if he found the needle. The needle was not found. The father had been asked to accompany the professional in the radiology service in order to have an x-ray of the child's leg. When doing the x-ray, it was confirmed that the needle got stuck in the child's muscles. They went to the emergency room of the hospital, where the child is under observation and fasting for needle removal surgery. Info add received: the child has recovered from the needle removal surgery. He got a huge scar on his thigh. The procedure was performed by a child surgeon, according to the parents with the help of equipment called an image finder. We do not reuse needles for applying a new vaccine to the same client. I don't have a fragment of the needle, probably the surgeon gave it to his parents.